Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 that the patient reported receiving an early sensor expiration notice. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test passed. A pairing/download test with (B)(4) bluetooth device was performed and passed. A transmitter functional test was performed and passed. A review of the bin file was performed and early sensor expiration was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.